Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. The lead could not advance because the patient had very small coronary sinus (cs) branches. Also, the catheter that was used had perforated the cs and the entire implant was abandoned. No further patient complications have been reported as a result of this event.